Event description:
Information received by medtronic indicated that the customer was unable to pair the pump and the mobile device. Troubleshooting was performed and the issue could not be resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device and will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Analysis summary: attempt to reproduce the issue using (B)(6) (B)(6) (emui 12.0.0) device on app version 1.3.0/1.4.0 and pump 780g (sw 6.7u.3) was made and it was reproduced 100% of the time. The root cause of this issue is related to pump esf (B)(4). Upon app log analysis, it was observed that the app performed as expected per specification (ble connect mobile application and pump spid, (B)(4)). However the requirement, (B)(4) (item (B)(6)) was not working as expected since pump design specification, (B)(4) (item (B)(6) was not met. App is behaving as expected, issue is related to pump behavior, esf was recorded against pump. -supervisor timeout cases were considered as connections to be lost. -after disconnection app performed auto reconnect attempts. -all loss of bonding cases were considered as loss of association with the pump (so that no further reconnect attempts occur). In addition, the most likely cause of the disconnect is related to the supervisor timeout error which can be caused by the following: -android device bluetooth stack implementation features. -pump software. -radio interference. -distance increase between an android device and a pump. Steps to resolve the issue were provided to technical support: * to move the pump closer to the mobile device or moving the pump and the mobile device to the same side of their body may resolve the condition. * to keep the pump and the compatible mobile device within 20 feet of each other without obstacles. * to delete pump and mobile pairing. * to delete the pump pairing from the mobile device's bluetooth settings. * to force close the minimed mobile app. * to perform restart on mobile device. * to re-launch minimed mobile app and follow the pairing process to pair the pump and mobile device, per user guide(s). * if none of the above steps help, update emui to latest version or wait for new pump firmware. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.